Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that threshold is only 0.8 v so they were going to reprogram to get out of elective replacement therapy. The physician was dr. (B)(6) at (B)(6) in (B)(6), ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).